Event description:
"Submission of this report by mentor h/s is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Mentor h/s expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissible into evidence or otherwise used in any civil action" pursuant to info rec'd from the physician, the pt was implanted a siltex low bleed gel on 2/5/97. Subsequently, it was noted that the pt had developed capsular contracture and delayed wound healing and the prosthesis was removed on 5/9/97. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10,1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cf803.